Event description:
It was reported that the patient had a battery fault alarm but it was showing 25 months left on battery. The event log file captured emergency backup battery (ebb) faults due to the ebb failing the load test. It was recommended to change the controller with the latest software version. The controller was exchanged and the issue was resolved. The exchanged controller was to be returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was able to be confirmed via review of the log files; however, were unable to be reproduced during testing. The heartmate 3 system controller (serial number: (B)(6) ) was returned for analysis, and a log file was submitted for review and another was downloaded for review. A review of the submitted log files showed overlapping events spanning approximately 4 days ((B)(6) 2022 ¿ 08aug2022, (B)(6) 2000 per timestamp). Events captured on (B)(6) 2000took place in the testing labs at abbott and when the clock was not set; therefore, the exact dates and times of the events were unable to be accurately recorded. Backup battery fault coincident with load test failures were active from (B)(6) 2022 at 18:33:15 ¿ 08aug2022 at 10:17:40. The backup battery failed the load test due to the loaded voltage being over the acceptable threshold as compared to the unloaded voltage. The alarms cleared once the backup battery was disconnected and reseated. The driveline was disconnected on 08aug2022 at 10:50:36 and the controller was shut down at 10:51:32. There were no other notable alarms active in the log file. Pump operation was not affected. The controller underwent preliminary and functional testing and passed. The controller was able to operate a mock loop with no alarms active. The controller was able to function as intended. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(6) ) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use including how to ensure that the backup battery is properly installed. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.